Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis and was used for 20 days from the date of admission. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.